Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
Two patient samples were provided by the customer for investigation. All replicates of the returned customer patient samples recovered 0.00 on the modular and <0.20 on the integra. Absorbance data for all replicates of all returned customer patient samples were above that of the 0 calibrator for both instrument assays. This is consistent with the non-specific agglutination phenomenon that is described in the package inserts for both assays. "In rare instances (<1%), samples contain unidentified component(s) which cause non-specific agglutination in this assay. These samples give falsely lowered digoxin values". No adverse events were reported.

Event description:
The user received a digoxin result of zero which was duplicated upon repeat testing. The sample was then sent to another site and tested on the centaur with a result of 1.5 (no unit of measure provided.) No information was provided to determine if the result was reported or if the patient was adversely affected. The reagent lot number was 803525. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.